Manufacturer narrative:
Additional information: b4, b5, g3, h6.

Event description:
Additional information was provided 9/10/2024 where the sales representative stated that the event occurred on (B)(6) 2024. The procedure was a knew scope/acl. No photos were captured of the event. Arthrex rep was present during the procedure. The outflow tubing kinked at the pump box. Direct suction was used to complete the procedure which resulted in a 1-minute delay. No additional anesthesia was required and no patient harm. Tubing was returned

Event description:
On 08/22/2024, it was reported by a sales representative via (B)(4) that an ar-6430 dualwave outflow tube set collapsed. This occurred during a case. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due to improper insertion of the cassette and or/ incorrect user handling.